Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that approximately one week and a half post implant that they were experiencing a burning sensation at the cardiac resynchronization therapy pacemaker (crt-p) site and noted that the sensation coincided with a contracting/muscle cramp like feeling in the heart that happens every ten seconds for about an hour. It was confirmed via follow-up communication that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains inuse. No further patient complications have been reported as a result of this event.